Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 600 mg/dl. A manual correction injection was delivered to address bg. Additionally, it was reported that an altitude alarm occurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.